Manufacturer narrative:
The reported event is inconclusive since the device was not returned for evaluation. A potential root cause identified was "inadequate counting". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that 14 fr catheters were in the boxes labeled for 12fr.